Event description:
It was reported that the pt experienced a return of parkinson's symptoms. X-rays confirmed a break of the lead, 2-3 cm from the connection with the extension. Impedence readings confirmed the break of the lead, showing readings greater than 4,000 ohms. The lead was removed and replaced. There was no pt injury. The pt was noted to be "ok" following the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).